Event description:
It was reported that an intra-aortic balloon was inserted using the sheath contained in the iab kit. At the onset of pumping with an arrow acat pump, high pressure alarms occurred. No blood was seen in the tubing. Fluoro had not been used. As a result of the continued alarms, the iab was removed. A third iab was not inserted. There were no reported pt complications.